Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: occupation - others. 510(k) no: k926214. Manufacture date - unknown due to unknown lot number. Visual and magnifying inspections were performed. The outer layer had been peeled off at approximately 22mm - 104mm from the distal end, and the wire had been exposed. Visual inspection showed there were intermittent scratches at approximately 4mm - 20mm from the distal end. Magnifying section showed the outer layer was missing at approximately 22mm - 104mm from the distal end. The distal side at approximately 22mm from the distal end was straight and had a step. The wire had been exposed over half the circumference. The distal side at approximately 104mm from the distal end was arc-shape and had a gentle slope. The fractured surface of outer layer was smooth. No anomaly was found in the dimensions. The manufacturing record and the shipping inspection record of the actual sample. Since the lot number was unknown, the investigation could not be performed. Since the lot number was unknown, the investigation could not be performed. We have experienced that when using radifocus guidewire m and a metal needle in combination, the outer layer peeled off. It was likely that since the actual sample was used in combination with a metal needle, and it was operated in the removal direction, it came into contact with the metal needle and the outer layer was peeled off. The outer layer missing length was estimated to be approximately 82mm. Relevant IFU reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of (B)(4) (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when placing the powerport (bd), the radiofocus guidewire involved was opened separately to use without using the spring wire (bd) that came in the set. As a result, what appeared to be gw's jacket, partially peeled off and remained inside the patient's body. Measures are under consideration, including the retrieving method. The event occurred intraoperative. The procedure outcome was not reported. The peeled piece remained in the patient's body and was scheduled to be retrieved.